Event description:
The product was used during a total gastrectomy procedure. Reportedly, the suture disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/26/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. The device was returned fully fired without the suture in question. No conclusion could be drawn. However, the device displayed no visual discrepancies.